Manufacturer narrative:
The reported complaint was confirmed. A new lamp assembly was sent to the user facility and they disposed of the suspect assembly so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The user facility's biomedical technician reported that during preventive maintenance (pm) of the device, the lamp bulb sparked when it was powered on. There was no patient involvement.